Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports that blood glucose went from 137 mg/dl to 400 mg/dl within two hours. Customer reports to have received excessive no delivery alarms during bolus. Customer states that no delivery alarm eventually stopped. Customer states infusion sets and reservoirs were discarded and could not send back for analysis. Customer was advised to monitor insulin pump and to call back should issue persist. No further information provided.